Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window unit received with missing end cap sticker.

Event description:
Customer reported a button error alarm on her insulin pump. Customer stated that the insulin pump was exposed to sprinkler water. Customer's current blood glucose reading is 153 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.